Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that devices were not functioning right. The patient stated that they went to their healthcare provider (hcp) on tuesday and the healthcare provider was able to set things up for them. The patient said that they tried to go back to their regular program today, but they were getting a message that the therapy was maxed out. Agent asked the patient if they were able to connect to their implanted neurostimulators, and patient confirmed that they were, but when they try to do an adjustment, they get the message that therapy was at maximum settings. The patient tried to increase stimulation to 1.1, but got the same message. The patient said the same happened to the hcp and they said could be a glitch. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue. Additional information was received from the healthcare provider (hcp). The reason for call was the caller reported that they were getting a message that the maximum amplitude was reached when they try to increase the patient amplitude above 2ma. The caller indicated that they checked impedances and all values were high, the lowest values were with pairs of electrode 1 in the 3000ohm range. The caller did not have the specific values available at the time of the call. The caller indicated that they had been having the issue since at least (B)(6) 2025 when the patient was at the office for an appointment. The caller also noted that a manufacturer representative (rep) met with the patient sometime in the past but the caller did not know when that appointment was. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed information about impedances. The caller will follow-up with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n:(B)(6)) revealed it passed functional testing; however the setscrew was backed out too far and foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.